Event description:
Same case as MDR ID: 2134265-2014-07982. It was reported that stent blockage occurred. A patient had a liver transplant and anastomotic stricture and post procedure, two 10mmx80mm wallflex¿ biliary transhepatic stents were placed. One stent was in the right hepatic duct and the other was in the left hepatic duct. The patient presented with symptoms of cholangitis and jaundice. That day, during an endoscopic retrograde cholangiopancreatography (ercp) with dual metal stent placement, the physician attempted to remove the 10mmx80mm wallflex¿ biliary transhepatic stents, but it appeared that the stents have some form of in growth at the top end. The physician decided not to apply force and place two further metal stents within these stents to avoid causing pressure necrosis and aiding stent removal at a later date. The patient was treated with antibiotics, but was readmitted later with cholangitis. One of the stents was successfully removed and one stent remained in the patient because there was removal difficulty and stent damage.

Manufacturer narrative:
Device evaluated by MFR: returned for analysis was a deployed stent (measuring 10x80 mm) only. Examination of the stent cover found that it was damaged at the retrieval loop end. In addition, numerous holes were present in the stent cover. The damage to the stent cover is consistent with removal from the patient using a forceps. No issues were noted with the stent; however, dried material was present on the exterior of the cover. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07982. It was reported that stent blockage occurred. A patient had a liver transplant and anastomotic stricture and post procedure, two 10mmx80mm wallflex¿ biliary transhepatic stents were placed. One stent was in the right hepatic duct and the other was in the left hepatic duct. The patient presented with symptoms of cholangitis and jaundice. That day, during an endoscopic retrograde cholangiopancreatography (ercp) with dual metal stent placement, the physician attempted to remove the 10mmx80mm wallflex¿ biliary transhepatic stents, but it appeared that the stents have some form of in growth at the top end. The physician decided not to apply force and place two further metal stents within these stents to avoid causing pressure necrosis and aiding stent removal at a later date. The patient was treated with antibiotics, but was readmitted later with cholangitis. One of the stents was successfully removed and one stent remained in the patient because there was removal difficulty and stent damage.

Manufacturer narrative:
(B)(4).